Event description:
It was reported that a patient presented with high defibrillation impedance noted on the right ventricular lead. The physician alleged that the issue was due to insulation damage. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events of high defibrillation impedance and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.